Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms during basal delivery. The customer reported a blood glucose (bg) level of 475 (mg/dl). A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, an air leak was detected in the pump. It was indicated that apidra and/or levemir manual injections were available for alternate insulin therapy.